Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted: 2012-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had rising thresholds and rising impedances. Possible lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.